Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated with a non-qualified handpiece. The lens model/diopter was not provided. It cannot be determined if a qualified lens was used. The company cartridge was not returned. The root cause for the reported issue may be related to a failure to follow the instructions for use (IFU). A non-qualified handpiece was indicated. The lens model/diopter was not provided. It cannot be determined if a qualified lens was used. The IFU instructs: the company intraocular lens (iol)delivery system is for implantation of qualified company foldable intraocular lens (iol)s. No unqualified lenses should be used with the company intraocular lens (iol) delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lens (iol)s. Company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ophthalmic viscosurgical device (ovd)) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol)and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical device (ovd)in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical device (ovd), which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens (iol) damage. IFU note: during lens loading and insertion, do not allow the company intraocular lens (iol) to remain in a folded condition within the selected intraocular lens (iol) delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens implantation, surgeon observed issues the intraocular lens (iol) from exits the cartridge with a thin film adhered to the lens surface. It was also stated that residue requires additional time to remove using bimanual irrigation/aspiration (I/a). It was stated that lens is confirmed to be completely clear prior to loading into the cartridge, indicating that the lens itself is not defective. Surgeon stated that where the issue occurs, they noted that the cartridge feels tighter than normal, making it more difficult to advance the lens through the cartridge. Additional information was received and file was updated accordingly.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).